Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was a double lead dislodgement due to possible twiddler syndrome. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2013; addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).